Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Visual inspection was performed on 1 opened/used reservoir and found septum and snap-cap missing. Unable to confirm customer complaint.

Event description:
It was reported that the customer received no delivery alarms with her insulin pump and her blood glucose went up to 432 mg/dl. Troubleshooting was performed. During a fixed prime, insulin exited the tubing and the insulin pump alarmed no delivery. It was stated that the tubing looked kinked. After disconnecting and reconnecting the reservoir and tubing, insulin exited during a manual prime. The customer then attempted to deliver a bolus and the insulin pump alarmed no delivery. After changing the reservoir, the bolus went through. Nothing further reported.